Event description:
It was reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer, with guidance from technical support, attempted various troubleshooting steps including cleaning the pump and checking components. The cartridge was eventually snapped into place, and insulin therapy was successfully resumed. No further actions were required.